Event description:
It was reported by the pt that he experienced severe pain within 2 weeks of inguinal hernia repair on right side. Though no cause for pain was noted at first, another surgeon found a recurrence at the same spot and noted first implant had "come apart" shortly after first surgery.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best or our current knowledge.